Manufacturer narrative:
The customer contacted a customer care center (ccc) specialist. The customer performed a precision run to confirm proper instrument function. The customer ran the negative pool in 90 replicates, resulting in range. The relative light units (rlu) and coefficient of variance were reviewed and found to be within the expected range for this sample. A review of the quality control (qc) showed it was within range. The cause of the discordant, falsely elevated cardiac troponin result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated cardiac troponin (tni-ultra) repeat result was obtained on a patient sample on an advia centaur xp instrument. The initial result was not reported out as the customer is repeating all results greater than 40.0 ng/ml. The customer repeated the same sample on the same instrument. The initial repeat resulted falsely elevated. The customer repeated the same sample again, resulting lower and confirming the initial result and previous draw from patient. The previous draw was performed one day before the event. The second repeat result was reported out to the physicians there are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated cardiac troponin result.